Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 0/29/2016 with the following findings: a review of the black box data showed frequent low battery warnings and an instance of the battery voltage immediately following a battery change being low. The pump¿s current draws were tested and were found to be within specifications. The battery compartment was observed to be cracked.